Event description:
The manufacturer received information alleging acute niv (non-invasive ventilation) circuit had disconnected due to patient pulling off and staff noticed alarms were off on acute niv machine, therefore did not alarm to alert staff. Patient found unresponsive with ventilator disconnected. No alarms to alert staff of disconnection. Met (medical emergency team) call put out, unfortunately patient passed away on met team arrival. Ventilator checked with physio next morning, patient had changed ventilation modes during day, no alarms had been set, the previous alarms don't follow through. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging acute niv (non-invasive ventilation) circuit had disconnected due to patient pulling off and staff noticed alarms were off on acute niv machine, therefore did not alarm to alert staff. Patient found unresponsive with ventilator disconnected. No alarms to alert staff of disconnection. Met (medical emergency team) call put out, unfortunately patient passed away on met team arrival. Ventilator checked with physio next morning, patient had changed ventilation modes during day, no alarms had been set, the previous alarms don't follow through. The ventilator was returned to a third-party service center for evaluation. No cosmetic damage to device was found and no actionable errors were found in the event log that occurred while in possession of the customer. The device was tested and an error code related to a communication issue was observed. Err_dsp_loss_of_ripc_communication signifies that a brief system reset occurred due to detection of an issue. This is a system reliability function to keep the system working through transient upsets. The system board was replaced to address the issue. This event did not occur while in use by the customer and no evidence was found regarding this event being related to the reported complaint. The subject device was bench tested and functioned as designed. The full data export that was given to philips respironics by the customer included the entirety of the event log events from july 21, 2024 to july 1, 2025. This data is recorded to the ventilator internally and does not require an sd card to be in use during events. During an analysis of the exported event log, it was determined that none of the alarm settings were changed between june 3, 2025 and june 25, 2025. All user-settable alarms were turned off (with the exception of the low spo2 alarm), including the circuit disconnect alarm. System alarms exist on the trilogy 202 that are not able to be turned off or have their limits adjusted. In the pc mode that was being used during the event, one of these alarms is low peak inspiratory pressure (pip), which can occur during large leaks and circuit disconnects. While the low pip alarm can be seen in the event log for prior times on (B)(6) 2025 (the last low pip alarm on (B)(6) 2025 occurred at approximately 14:59 bst), instances of this alarm do not appear in the timeline immediately surrounding the reported event. No evidence was found of the reported circuit disconnect immediately prior to the estimated time the patient was found unresponsive (21:33 bst on (B)(6) 2025). According to the user manual for the trilogy 202, warnings and cautions, page 3 states: for ventilator dependent patients, do not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate, and apnea alarms should be used in conjunction with the circuit disconnect and low peak inspiratory pressure alarms. Test the operation of the circuit disconnect function daily and whenever a change is made to the patient circuit. An increase in circuit resistance can prevent proper operation of some alarms. Do not set the low peak inspiratory pressure alarm too low, or the system may not detect large circuit leaks, or a patient disconnect. Based on the evaluation of the device and downloaded device event data, philips respironics concludes that the device operated as designed. The customer reported that the sd card was not fully inserted into the vent resulting in missing therapy data around the reported event time, therefore device contribution to a use error that may have led to the patient death cannot be confirmed or refuted at this time.